Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/05/2016 to report a continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted in the abdomen on (B)(6) 2016. The patient stated that she was going to the hospital to have her bg monitored, as a precaution because of her pregnancy. The patient could not control her sugars well when the system was inaccurate. The patient understands that the pregnancy is a contraindication. At time of contact the patient was in good condition. No additional even or patient information is available. It was reported that patient is using the device while pregnant. The dexcom g4(tm) platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.&#842;